Event description:
It was reported that the patient was implanted with pedicle screws and rods about one month prior to this report. After a re-instrumentation procedure, follow-up x-ray showed that a rod popped out of the s1 screw on the right side. The patient reportedly bent forward. She was returned to the or for removal of the s1 screw and was replaced with a new one along with an iliac screw on the right side. This is report 2 of 2 for complaint (B)(4) and pertains to an unknown pangea spinal rod of unknown part number and unknown lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.